Event description:
It was reported that during follow up, it was determined that the right atrial (ra) lead exhibited oversensing. The sensitivity was subsequently reduced, however approximately three weeks later, the patient presented to the hospital complaining of palpitations. The physician was able to reproduce the oversensing by moving the patient's arm. The physician suspected that the patient may be feeling palpitations caused by atrial fibrillation (af) and the episodes may not be recording due to undersensing. An echocardiogram was subsequently performed in which atrial fibrillation (af) episodes were not detected. The ra lead remains in use and the patient will be continuously monitored. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 4023 lead implanted: (B)(6) 1998. (B)(4).